Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted due to incontinence. The patient underwent mesh removal/revision on (B)(6) 2012 and (B)(6) 2012.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent laparoscopic sigmoid colon resection on (B)(6) 2005. The patient underwent lysis of adhesions, right oophorectomy, excision of right retroperitoneal cystic mass and subtotal colectomy in 2011. (B)(4).